Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 13 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medicalization or muscle deficiencies.¿

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to leg length discrepancy and discomfort at the greater trochanter. During the procedure, the head and taper adaptor were removed and replaced with an active articulation liner and head.